Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. In addition, it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 438 mg/dl while wearing the pod between 36 and 48 hours. The patient reports the adhesive was partially off the infusion site (arm), causing the cannula to dislodge. Symptoms reported include hyperglycemia, dehydration, shaking and nausea. In addition, the patient was incoherent. Once the patient was at the ER, they were diagnosed with both dka and dehydration. The patient was treated with intravenous fluids consisting of sodium chloride and electrolytes, and a new pod was applied. The patient was released from the ER after 3-4 hours.